Manufacturer narrative:
No patient information available. This medwatch is for suspect device in coaguchek xs system. Reference medwatch with another patient for suspect device in coaguchek s system.

Event description:
Caller states the following coaguchek xs/coaguchek s results were obtained during a correlation study: patient 1: 1.8 inr/2.3 inr. No action was taken based on device results. No adverse event reported. Requested return of system, however, caller states strips are unavailable for return. Comparison performed in a medical facility.